Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Augment torque screws broke off in posterior augment. An extra augment was opened to get tool to lock down augment.

Manufacturer narrative:
The devices associated with the report were not returned for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided for the pfc sigma fem post aug sz4 8mm. Previous investigations for similar failures involving pfc sigma augments found device wear out due to heavy usage of the pfc mod plus torque driver (product code (B)(4)) could potentially contribute to wobble bit breakage. The investigation could not verify or identify any product contribution to the reported event without the products to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.